Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: the display screen was not illuminated when the pump was started up. The pump did have audible tones during startup and the vibratory features were functional. When the pump was opened to investigate, the display screen was found to be cracked. The broken display screen was removed from the pump and replaced with a test screen. The test screen worked with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen for their pump was blank but the pump was still vibrating. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.